Event description:
It was reported that during a gastrectomy (creation of the pouch) 2 of the devices misfired. One stapler fired stapler, but did not cut. This event extended the or time. There was no additional patient consequence.